Manufacturer narrative:
Due to character limits the complete name of e1 - event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) automatic filling error. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge fse verified the faults and confirmed symptoms. Found cause of fault to be drive manifold, so replaced. Scroll compressor made an abnormal noise, so replaced. Work carried out according to service manual. Results were good.

Event description:
N/a.